Event description:
It was reported that an asymptomatic patient was seen in clinic for normal follow-up. The atrial lead exhibited loss of sensing and loss of capture. It was noted that the patient previously had a node ablation procedure, as well as a mastectomy. The physician elected to deactivate the lead. The patient would be monitored.